Event description:
It was reported that the 2800 system would power on, but not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The controller switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.